Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to the 400s (mg/dl) for 2 days. Customer administered insulin injections to treat bg levels. Reportedly, customer believed that the pump was not delivering insulin; however, system check with tandem technical support on (B)(6) 2016 indicated that the pump was performing as intended. Customer indicated that health care provider had been contacted and pump settings were adjusted. Recommendation was made to monitor bg levels and call tandem technical support for any questions and/or concerns. Customer acknowledged.